Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information. The product was returned and lab analysis was performed. The reported event couldn't be confirmed. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting, the returned product analysis shows that the mixing was homogenous with some bubble on it. The reported behavior of the cement could not be reproduced. The review of the device manufacturing quality record indicates that (B)(4) products optipac 60 refobacin bone cement r-3, reference (B)(4), batch 833ha01395 were manufactured on 10th september 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No similar complaint has been recorded for optipac 60 refob bone cmt r-3, reference (B)(4), batch 833ha01395. An investigation has been performed, consisting of a documentary review and a reserve sample analysis. The documentary review showed that product was manufactured according to the pre-defined specifications of biomet france. The reserve sample analysis did not show any unusual behavior during mixing, handling or setting. According to available data, the exact root cause can¿t be determined. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that bone cement was too liquid to use after mixing. The cement was not used. No adverse event was reported.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that bone cement was too liquid to use after mixing.